Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 130 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.